Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer. The device history was reviewed and there were no non-conformities that would have led to the reported event.

Event description:
It was reported that an unspecified arterial line kit was found to break during patient use. It was reported that their custom arterial line kit is breaking in patients. It was reported that there were two incidents and had previously experienced some breakage sporadically over the last month. There is no patient harm reported.